Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also experienced different blood glucose level 300, 247 mg/dl. Troubleshooting was performed. The product will be returned for the analysis.